Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/17/2021. H3 investigational summary: one paper lid with a taped suture and a sheet with two sutures taped product code 1696 were returned to ethicon inc for analysis. As per visual inspection of the samples received, the sutures taped to sheet only can be performed visual inspection and it was observed color variation, since the sutures were noted with an unusual color. In addition, the suture diameter cannot be measured since cannot be removed from the sheet. An analytical characterization experiment, performed on ethicon sutures, demonstrated that sutures lost their color within 48 hours if are exposed to a 3% hydrogen peroxide solution. Unopened suture product exposed to hydrogen peroxide vaporization decontamination (such as in an ER) would eventually cause these colored sutures in current overwrap packaging to lose their color, but it is not known how many decontamination treatments would be necessary to achieve this. Upon visual inspection of the suture taped to paper lid, no color variation was observed, and the diameter was measured in two section of the strand and the results were conforming to ethicon finished goods. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was the procedure date? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before use on patient, it was reported that the thickness of the suture was uneven, and elasticity also varies depending on the part. There were no patient consequences reported. Additional information was requested.